Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during flushing, it was observed that the cvc is leaky." The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen, 7 fr × 30 cm catheter for analysis. Signs of use, including biological material were observed within the extension lines and catheter body. Visual inspection identified a small hole on the catheter body towards the juncture hub. Following functional testing, two additional holes were observed toward the juncture hub. Microscopic examination confirmed all three defects, showing that all three holes are consistent with contact from a sharp object (i.e. Scissors, a scalpel, or a needle bevel). The holes measured 53mm, 54mm and 55 mm from the juncture hub. The catheter body length from the juncture hub to distal tip measured 317 mm, which is within specification limits of 307-327mm per catheter product drawing. The outer diameter of the catheter body measured 2.45 mm, which is within the specification limits of 2.39-2.49 mm per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush each lumen. No leakage or blockage was observed in the proximal lumen; however, leakage was noted when flushing the distal and medial lumens. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to a leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, a leak was detected. When the extension lines were connected individually, leakage was detected only in the distal and medial lumens. The leakage originated from a hole in the catheter body. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture." The reported leakage was confirmed during complaint investigation. Visual and functional testing identified three small perforations on the catheter body near the juncture hub. The damage characteristics were consistent with contact from a sharp instrument (e.g., scissors or scalpel), suggesting external mechanical damage rather than a manufacturing defect. A device history record review did not reveal any relevant findings. Based on the customer report that the damage was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during flushing, it was observed that the cvc is leaky." The patient's current condition is reported as "unknown".